Event description:
It was reported that the been an issue with the device. The customer has been using the same settings that these surgeons have been using for years on these pumps, nothing has changed on the settings or the entire set up. The issue we are seeing is extravasation in both shoulders and knees almost immediately or within 5 minutes of the case starting.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.